Event description:
It was reported to livanova via article "obstructive sleep apnea associated with vagus nerve stimulation in children with drug resistant epilepsy: a retrospective case series" that studies were conducted that correlated sleep apnea to vns. This study found that vagus nerve stimulation (vns) frequently causes obstructive sleep apnea (osa) in children with drug-resistant epilepsy, with 11 of 14 patients (80%) developing osa and all patients developing new-onset snoring after implantation. Sleep studies showed a distinct pattern of obstructive events occurring only during vns ¿on¿ cycles, indicating the device directly triggered airway obstruction. Drug-induced sleep endoscopy revealed additional vns-related complications, including left vocal cord paralysis. All patients in this study were implanted with the model 1000 generator. This report will capture the 11 reported cases of osa. The vocal cord paralysis will be captured in a separate manufacturing report. No other relevant information has been received to date.